Event description:
It was reported that the blade was lifted. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During preparation, the blade protector was removed first. When the mandrel was removed, a severe resistance was felt, and upon checking the tip, a lifted blade was observed. The device was discontinued, and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The distal tip was slightly crushed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of lifted was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This conclusion code is based on the available information and the review conducted at the complaint investigation site. The primary allegation in the complaint could not be confirmed and no problem with the blades were detected, however, the damaged distal tip likely occurred during attempts to remove the product mandrel during preparation.

Event description:
It was reported that the blade was lifted. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During preparation, the blade protector was removed first. When the mandrel was removed, a severe resistance was felt, and upon checking the tip, a lifted blade was observed. The device was discontinued, and the procedure was completed with another of the same device. There were no patient complications.